Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this patient was received. Additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been requested. The root cause of the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology caused or contributed to the event. It was noted that this patient has had three (3) previous mitral valve replacements. The device history record (DHR) was performed and confirmed this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is required for this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a pericardial mitral valve, implanted for approximately seven (7) years and nine (9) months, is experiencing mitral stenosis, requiring a valve replacement. The patient is being evaluated for a tmvr; however, it is unknown if the patient will undergo treatment, as this is her 3rd mitral valve. It was also noted that the patient has had breast radiation and a heart transplant is also being discussed.